Event description:
It was reported per field service report: symptom - screen went black while on patient. Pump continued to pump. No harm to the patient. Findings/action taken: the customer was sent a display head and cable and it was confirmed proper operation. The customer also said the unit alarmed battery. Runtime less then 20 minutes when he was checking it out. It ran for approximately 25 minutes. The customer purchased and installed a new battery. Additional information received on (B)(4) 2011 from the field service representative stated that as a result, the pump was switched out successfully. Delay or interruption in therapy was approximately 5 minutes with no harm to the patient. No report of patient injury, complications or death. The patient outcome is the patient is fine.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.